Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device's therapy connector had a bent pin. This issue may lead to defibrillation therapy being delayed or unavailable, if needed.

Manufacturer narrative:
Stryker determined that the likely cause of the reported issue was due to a bent pin on the therapy connector.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device's therapy connector had a bent pin. This issue may lead to defibrillation therapy being delayed or unavailable, if needed.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy connector to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.